Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that the surgeon already had fired the tlc55 instrument across the sigmoid colon. He reloaded the device with a tcr55 and went to fire across the sigmoid colon and the firing knob went only half way and would not go any further (locked out). He removed the tissue from the device and noticed only half the staples had formed and cut through the tissue. Another tlc55 instrument was used to complete the case. There was no consequence to the patient.